Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood visible on the coils. The guide wire was returned inserted inside the guide wire lumen of a rx voyager. There was 7 mm of guide wire extending from the tip of the catheter, and 191 cm of guide wire extending from the guide wire exit notch. The guide wire was removed from the voyager. The shaping ribbon was separated 2.1 cm distal to the center solder. There was 7 mm of shaping ribbon attached to the tipball. The fracture faces were corkscrewed. The core was still intact. The tip coils were unraveled for length of 26.7 cm. The tip coils were still intact and attached to the tipball. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: guide wire core separation requiring medical intervention. Device issue: guide wire core separation. It was reported that the bmw universal guide wire was advanced for ptca to the distal rca, but the guide wire tip became trapped in small distal sub-branch of the vessel. The guide wire tip coils become stretched out from the tip shaping ribbon. An attempt was made to advance a 2.5 x 15 mm voyager, but it wouldn't advance due to the damaged guide wire. A 2.75 x 15 mm xience v was able to advance and was deployed using the damaged bmw universal guide wire. The guide wire was then removed, with the tip intact, using a 2.0 x 15 mm voyager balloon to assist in the removal. A balance guide wire inserted and the stent was further expanded. The case was completed without further issues. No additional event or patient information is available.